Event description:
It was reported that this event occurred in the emergency room with a female pt. The insertion site was the right subclavian vein. Upon removal of the guide wire, it became stuck and disfigured and the physician was unable to remove. The wire then frayed into three wires at the distal end of the catheter. The insertion was aborted. The pt had previously had several unsuccessful venous access placement attempts prior to the attempt at placing a central venous catheter. The outcome for the pt was, no catheter was placed and they were unable to administer fluids.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.